Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness, "three quick buzzes," and a low heart rate as indicated on their home blood pressure monitor.  Pacing below the lower programmed rate was also observed on the implantable pulse generator (ipg) and chronically low r waves and high thresholds were noted on the right ventricular (rv )-his bundle lead. Both the ipg and rv-his bundle lead remain in use. No further patient complications have been reported as a result of this event.